Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose value was 137 mg/dl. The customer was assisted with troubleshooting. The customer stated that they received a open book image on insulin pump display. Customer stated that insulin pump was alarming and they took battery out and battery compartment was wet. Customer states they did hear fluid, when shaking the insulin pump and water comes out. Customer declined to troubleshoot for the fluid in the insulin pump matrix. The device will be return for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic and motor assembly. Unable to verify critical pump error alarm due to blank display noted.